Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as product analysis was unable to confirm the reported events. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually and functionally examined. The pump passed all tests performed and it was noticed that the pump kink resistant tubing (krt) was fatigued and worn down to the filament. The ams700 ipp cylinders were inspected. The krt of both cylinders were worn down to the filament. Cylinder 1 has a slightly bulging when inflated with syringe in the proximal cylinder body. Cylinder 1 was not pressure test due to that bulge was identified. Cylinder 2 passed all tests performed. The ams700 ipp spherical reservoir was examined. The reservoir has a wear at a fold in the reservoir shell; no leak was found. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain, erosion and perforation as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after a revision surgery the patient experienced pain in the pump area. The first physician initially thought that there was an infection and treated the patient with antibiotics. An inflatable penile prosthesis (ipp) explant and replacement was performed, and the second physician noticed that the cause of the pain was that the pump was eroding partially out from the scrotum. A pending distal erosion into the urethra from the right cylinder was also noticed during the procedure. The patient is expected to fully recover.

Manufacturer narrative:
Additional information: lot number and explant date. The reason for replacing this product is unrelated to the field action. Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as product analysis was unable to confirm the reported events. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually and functionally examined. The pump passed all tests performed and it was noticed that the pump kink resistant tubing (krt) was fatigued and worn down to the filament. The ams700 ipp cylinders were inspected. The krt of both cylinders were worn down to the filament. Cylinder 1 has a slightly bulging when inflated with syringe in the proximal cylinder body. Cylinder 1 was not pressure test due to that bulge was identified. Cylinder 2 passed all tests performed. The ams700 ipp spherical reservoir was examined. The reservoir has a wear at a fold in the reservoir shell; no leak was found. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain, erosion and perforation as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after a revision surgery the patient experienced pain in the pump area. The first physician initially thought that there was an infection and treated the patient with antibiotics. An inflatable penile prosthesis (ipp) explant and replacement was performed, and the second physician noticed that the cause of the pain was that the pump was eroding partially out from the scrotum. A pending distal erosion into the urethra from the right cylinder was also noticed during the procedure. The patient is expected to fully recover.

Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that after a revision surgery the patient experienced pain in the pump area. The first physician initially thought that there was an infection and treated the patient with antibiotics. An inflatable penile prosthesis (ipp) explant and replacement was performed, and the second physician noticed that the cause of the pain was that the pump was eroding partially from the scrotum. A pending distal erosion into the urethra from the right cylinder was also noticed during the procedure. The patient is expected to fully recover.